Manufacturer narrative:
(B)(4). The device has been received, but the eval has not yet begun. A f/u report will be submitted once the failure investigation is completed.

Event description:
Customer reported pinholes in the pumping segment. The leak was noted when the floor was wet around the IV pole and the nurse noticed the leaking was coming from the pump while the IV fluid was infusing. She removed the set and noted the pinhole. No pt harm was reported and no medical intervention required. The customer stated that no further pt/event info is available.